Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2016) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b7, d3, d4 (catalog no, lot no, UDI, expiry date), d.6b (date of explant), g1, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2016. It is alleged by patient¿s attorney that on (B)(6) 2019, patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2016 ¿ patient was diagnosed with painful ventral hernia thereby underwent open repair with implant of ventralex st mesh. Per operative notes, ¿the hernia in the prior epigastric port site was noted. The sac protruding from the defect in the midline was dissected free from subcutaneous tissues. The fascia was closed and circular ventralex st mesh was placed in preperitoneal location and secured in place with sutures.¿ on (B)(6) 2019 - patient was diagnosed with chronic pain thereby underwent open repair with removal of prior mesh. Per operative notes,¿ through the prior repair in the midline, the old mesh was seen loose adherent around the periphery. The mesh was separated from the fascia and removed entirely. The fascial defect was closed and reapproximated with sutures and closed primarily with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2016. It is alleged by patient¿s attorney that on (B)(6) 2019, patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."